Event description:
An ophthalmic surgeon reported that the system's rotor continued to turn draining the fluid regardless of the fluid amount in the cassette chamber. The cassette was ejected and reloaded but the issue persisted. It is unk if there was pt impact or involvement. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).